Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "pain in my breast", "hardened", "a capsule has formed" and "limiting my mobility". This record is for the left side. Device remains implanted.

Event description:
Patient reported "pain in my breast", "hardened", "a capsule has formed" and "limiting my mobility". This record is for the left side. Patient later reported "recall", "pain caused by pronounced capsular fibrosis", "fear that the implants could trigger cancer", "increasing pain related to tissue encapsulation", capsular contracture baker grade iii, pain, capsular fibrosis, severe fibrosis, chronical inflammation, no sign of acute inflammation. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.5, b.6, d.6b, g.2, h.6.

Event description:
Patient reported "pain in my breast", "hardened", "a capsule has formed" and "limiting my mobility". This record is for the left side. Patient later reported "recall", "pain caused by pronounced capsular fibrosis", "fear that the implants could trigger cancer", "increasing pain related to tissue encapsulation", capsular contracture baker grade iii, pain, capsular fibrosis, severe fibrosis, chronical inflammation, no sign of acute inflammation. Device was explanted and replaced with a non-abbvie device.